Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a peritoneal dialysis (pd) transfer set "came off" and dropped in the packaging. This was discovered during self check. The device was not connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted that the protective pull ring cap was separated from the adapter catheter and loose in the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.